Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified and the b30 error message was resolved after cleaning the connector and socket during troubleshooting, it was determined that the error message was likely caused by communication not being properly established due to dirt or a foreign material adhering to the output connector terminal. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. It was reported that the bf-180 scopes worked, however, the bf-190 scopes did not work. The customer advised of swapping scopes. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as troubleshooting with tech support resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.